Manufacturer narrative:
Other components include: product ID 8709 lot# j11165r10 serial# implanted: (B)(6) 2002 explanted: product type catheter product ID 8590-1 lot# n195143 serial# implanted: (B)(6) 2010 explanted: product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was receiving 25mg/ml of morphine at 3.773 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs) on (B)(6) 2016, it was reported that a catheter had been severed and the pump connector piece was to be replaced. During a pump replacement due to eol, the catheter was severed and the proximal end of the catheter was replaced. The drug was cleared from the catheter and the catheter was primed. No symptoms were reported and no harm was done to the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11165r10, implanted: (B)(6) 2002, product type: catheter. Product ID: 8590-1, lot#: n195143, implanted: (B)(6) 2010, product type: accessory. Updated to incorporate the information received on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on (B)(6) 2016. It was reported that, to the rep's knowledge, the pump eol was considered a normal event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.